Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported the patient felt unexpected stimulation. The patient was feeling intermittent stimulation on their right rib cage and it happened in any position. The caller reported there had been no falls or trauma which could have contributed to the issue. There was an impedance interrogation done and all where in normal limits except contact 0 showed >10k ohms. The patient was not using contact 0. The patient felt good coverage on bilateral stimulation on bilateral legs. The patient was programmed with 640pw. The caller attempted to decrease the pw but was not able to cover bilateral legs. When the patient was programmed on the top of the lead the patient felt ribcage stimulation. An x-ray was done and it was confirmed the lead was on t5, same as implant and the lead had not moved. It was suggested the patient be reprogrammed. No further complications were reported or anticipated.

Event description:
Additional information was received. It was reported the cause of the unexpected stimulation was not determined. It was noted the unexpected stimulation could not be replicated in the office. The patient stated when they lay on the couch and lift their hands to play with their hair, they at times received a shock feeling in their ribs. The patient was instructed to act out the motions while lying and could not get the issue to occur. It was reported the unexpected stimulation was intermittent and the physician was satisfied with the attempt to use electrodes lower on the lead and has decided no need to change the leads or device at this time. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.